Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The patient¿s old intrathecal medications were fentanyl 100 mcg/ml at 93.93 mcg/day, bupivacaine 10 mg/ml at 9.393 mg/day, and sodium chloride at an unknown dose and concentration. The patient¿s current intrathecal medications were fentanyl 200 mcg/ml at 62.66 mcg/day and bupivacaine 20 mg/ml at 6.266 mg/day. The indication for use was spinal pain. On (B)(6) 2016, the patient was told after implant to lie still in the hospital bed and then lay in bed at home when discharged to let the pump settle and heal. The consumer noted ¿it was almost immediate when things changed.¿ in (B)(6) 2016, the pump became dislodged. The hcp stated the tethers broke free and flipped so much. The hcp stated that the patient did not have the right anatomy for the tethering, but the hcp wanted to wait and give the pump time to see how it would settle in place. A long as the hcp could access it to refill, the hcp wasnot worried. When the hcp could not access it because of the flipping so much, that was when the hcp made the decision to revise it. In (B)(6) 2016, the patient had pump revision surgery and was given a new personal therapy manager (ptm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the date of onset of the reported event was (B)(6) 2016. It was noted apparently one of the sutures securing the pump to the underlying tissue broke, allowing the pump to rotate outward. No studies other than physical examination were done. The pump did not flip and only rotated approximately 30 degrees. The cause of the pump breaking free was ¿presumably a suture failure¿.